Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that they were charging an implantable neurostimulator (ins) prior to implant when they noticed a power on reset (por) code. The code was not shown but the message "power on reset has occurred" was displayed. They were able to clear the por code successfully. They interrogated the device and the por message did not appear again. There were no patient symptoms reported.